Manufacturer narrative:
Action taken: permanently discontinued (synvisc therapy was discontinued for this pt). Outcome: recovering/resolving for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and conclusion was pending for the same. Pharmacovigilance comment: sanofi company dated (B)(6) 2014: in this case, the causal role of the suspect device synvisc cannot be excluded for the occurrence of the event of mobility decreased; however the lack of info regarding the concomitant medications used by the pt and pt and med history of osteoarthritis may have contributed to the causation of the event. Joint effusion (knee effusion).

Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2014, from an orthopedic surgeon. This case concerns a (B)(6) year old female pt who experienced pain in the site of injection/hurts more than the previous injection, bilateral knee swelling, aggravated knee pain, limited mobility since movement exacerbated her pain and bilateral knee effusion/extracted 80 cc of joints fluid after receiving treatment with synvisc injection. Concurrent condition included hypertension. No relevant med history, past drugs and concomitant medications were reported. On (B)(6) 2014, the pt initiated treatment with intra-articular synvisc injection, every week (dose, batch/lot and expiration date not provided) in both knees to relieve pain secondary to her grade ii osteoarthritis. It was reported that the pt received the first injection smoothly. On (B)(6) 2014, the pt returned one week later for the second application as directed, she immediately reported pain in the site of injection, and informed that it hurt more than the previous application. It was reported that the pt walked back home with common care instructions. On (B)(6)2014, the pt called the doctor because of aggravated pain in both knees, bilateral swelling and limited mobility since movement exacerbated her pain. The pt was started treatment with non-steroidal and anti-inflammatory drugs (nsaid's). On (B)(6) 2014, the pt returned to the doctor who noted excess joint fluid producing intra-articular deformity. The arthrocentesis was performed and 80 cc of joint fluid was aspirated (40 cc in each knee). It was reported that the fluid was yellow, viscous and odorless. The fluid was not sent to microbiology for lack of infectious data. The pt was administered a corticosteroid injection in each knee joint. The pt was currently in remission, but evolution will be monitored by the physician.